Event description:
Reportedly, during the follow-up of (B)(6) 2025, simultaneous over-sensing was observed on the atrial and ventricular channel.

Manufacturer narrative:
Investigation summary: review of the device memory files revealed that, since (B)(6) 2025, the device has intermittently recorded episodes with simultaneous atrial and ventricular over-sensing. These events were triggered by the abnormal presence of punctual, non-physiological artefacts occurring simultaneously on both channels. The origin of the non-physiological signal on the atrial and ventricular channels may indicate that the two leads are in contact and starting to damage each other. However, since the subject leads were not available for expertise, the exact root cause cannot be confirmed with certainty. Given the suspicion of lead integrity compromised (potentially affecting at least one lead), a reintervention should be considered. The decision is solely left to the physician¿s discretion but may eventually be supported / strengthened by observations during this follow-up. Furthermore, as the pacemaker is approaching its rrt (estimated between 7 and 12 months, at the time of the follow-up in (B)(6) 2025), it is recommended to replace the pacemaker if a reintervention is considered. Please refer to the attached report.

Event description:
Reportedly, during the follow-up of 23 june 2025, simultaneous over-sensing was observed on the atrial and ventricular channel.